Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had run out of insulin and due to being out of town, the customer did not have any more insulin on hand to fill the cartridge. The customer's blood glucose (bg) level was 600 mg/dl and an insulin pen was used to address the bg level. Tandem technical support advised the customer to discuss the event with a healthcare provider.